Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the facility stated the wheel was falling off. The dealer stated the casing has been cracked.